Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod packing coils (packing coil) and a non-pneumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous during the procedure, the physician successfully implanted two non-penumbra coils and two packing coils into the target vessel using the microcatheter. While advancing another packing coil through the mid-shaft of the microcatheter, the packing coil became stuck, and the physician was unable to push or pull the packing coil. While attempting to pull the packing coil, it unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached packing coil was removed. It was reported that packing coil was flushed out of the microcatheter. The procedure was completed using five additional packing coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned packing coil confirmed that the embolization coil was detached from the pusher assembly. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage may have occurred due to the coil becoming stuck and flushed out during the procedure, or during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.